Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained about a questionable elecsys ft4 ii assay (ft4 ii) result for 1 patient sample tested on a cobas 8000 e 602 module compared to both an delfia and abbott system. The initial ft4 ii result was 32.2 pmol/l. The patient sample was tested on delfia system with a ft4 result of 21.3 pmol/l and on an architect system with a ft4 result of 14 pmol/l. The initial result was released outside of the laboratory. A corrected report was issued. There was no allegation of an adverse event. The cobas e 602 serial (B)(4). The customer suspected a possible interference. The investigation is currently ongoing.

Manufacturer narrative:
During further investigations, the high ft4 ii result obtained by the customer was confirmed. An interfering factor could be excluded. Using elecsys ft4 iii a value above the normal reference range was also observed. The difference observed between the roche, abbott, and delfia systems could not be explained and a definitive root cause could not be found.

Manufacturer narrative:
The patient sample was received for further investigation. Upon further investigation of the patient sample, an interferent against a component of the reagent could not be confirmed. Based on the measured results a product problem could not be found. The investigation is currently ongoing.